Event description:
It was reported that the health care professional (hcp) called for review of a stored treated episode for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) reviewed the episode and found the patient received one inappropriate shock for sinus tachycardia (st) due to the rate falling in the shock zone at 230bpm. Ts discussed programming options. At this time, the system remains in service. No adverse patient effects were reported.